Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an unspecified quantity of amia automated pd cycler sets ¿falls off¿. This occurred during set up for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.